Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported that the infusion set's tubing detached at the connection to the site piece. Reportedly, the patient had high blood glucose level, and this was the second time this had happened. No further information available.